Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there were tremors present and the lead was replaced. No environmental/external/patient factors were known to have led or contributed to the issue. MRI dates were unknown. Programming was done by the clinician to resolve the issue. No further complications were anticipated as a result of this event.